Event description:
Hospital reported during an angiogram procedure, air noted in artery; pt became unconscious. Pt was intubated, bp and pulse remained stable. Pt underwent CT scan and transferred to outside facility for hyperbaric treatment. Pt transferred back and re-admitted to ICU. Transferred to rehab unit; and is progressing well.